Event description:
The patient reported that since (B)(6) 2016 they have to turn their stimulation up to 4.0v while working at the hydro-power dam. It was indicated that the stimulation was uncomfortable and painful in certain positions at 4.0v, but if the patient was running ot the bathroom all the time if the stimulation was turned down. It was noted that the patient was usually at 2.0v when away from the power dam. The patient could feel stimulation, and thought the hydro-power dam was affecting their device. This was reported as a gradual change. Additional information received from the healthcare professional indicated that their office was never contacted by the patient regarding this issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.